Manufacturer narrative:
The unit was received with blank display due to a moisture-damaged electronic assembly. The unit was unable to perform the self test along with the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer went into the pool while wearing the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device went blank immediately. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.